Event description:
A report was received that the patient was experiencing pain and tenderness at the ipg site. It was noted that the patient also had difficulty charging the ipg due to migration. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision and ipg replacement procedure. The physician was unsure if there was device malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain and tenderness at the ipg site. It was noted that the patient also had difficulty charging the ipg due to migration. The patient will undergo a revision procedure.